Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) artery. The 3.5x12mm xience xpedition stent delivery system (sds) was advanced to the lesion without pre-dilatation and was successfully deployed. After intravascular ultrasound (ivus) was performed, the same xience xpedition sds catheter was attempted to be used for post-dilatation; however, the non-abbott guide wire could not advance into the guide wire lumen. Another non-abbott guide wire was back-loaded; however, it met heavy resistance during advancement. When the guide wire was back-loaded again, it was able to cross the lesion and post-dilatation was performed; however, blood entered the inflation device. The procedure was completed without post-dilatation as the decision was made that post-dilatation was not necessary. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, sion black; guide catheter: taiga 6fr ebu3.75, view it. (B)(4) - no pre-dilatation. Evaluation summary: the device was returned for analysis. The reported leak was confirmed. Difficulty positioning the device with the guide wire was not confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. In this case, it is unlikely the failure to pre-dilate contributed to the reported difficulties. Based on the reviewed information, no product deficiency was identified.